Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient was experiencing tenderness at the ipg site and increased of pain. The patient will undergo an explant procedure.

Manufacturer narrative:
Date of event: 2015. Additional suspect medical device component involved in the event: model #: sc-8216-50 serial #: (B)(4) description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient was experiencing tenderness at the ipg site and increased of pain. The patient will undergo an explant procedure.